Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer were hospitalized for high blood glucose. Blood glucose reading was 600 mg/dl. The customer stated the insulin pump buttons were harder to push, did not hear alarms, required priming more than once before it works. The customer was treated with intravenous insulin drip and manual injection. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.